Manufacturer narrative:
Concmitant medical products: product ID 8780. Serial# (B)(4). Implanted: (B)(6) 2015. Explanted: (B)(6) 2022. Product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 26-sep-2016, and UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was recei ving (2000 mcg/ml at 301 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had increased spasticity over the last ¿month or so¿. The logs were read and a catheter access port (cap) procedure was attempted but aspiration was negative. The catheter was exposed in the pump pocket and uncoiled. The pump segment was explanted  and flow resumed.